Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 7f exoseal vascular closure device (vcd) failed to deploy during use. The deployment button was fully depressed and flush with the handle; however, after removal from the patient, the plug did not detach from the exoseal vcd device. Manual compression hemostasis was performed and there were no reported injuries to the patient. The procedure was performed using a retrograde approach. The physician was certified in the use of the exoseal vcd. There were no obvious signs of device or package damage before use. One exoseal device was used on the patient. The sheath used was a cordis 7f short arterial sheath. Suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the vascular sheath introducer was 30-45 degrees. It was confirmed that the vessel diameter was greater than or equal to 5 mm, and there were no obvious calcium deposits, plaque, stent, or stenosis greater than 50% at or near the puncture site. Before using the exoseal vcd, there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The device will be returned for evaluation.